Event description:
Information was received from a consumer regarding a patient receiving clonidine, fentanyl, and bupivacaine via an implantable pump. The indication for use was non-malignant pain. The patient reported they had been in the hospital twice in a week. The patient stated they had surgery because the catheter was clogged since (B)(6) 2024. The patient was in full blown withdrawal at the time. The patient had surgery (B)(6) 2024 to correct the clogged catheter but then it got clogged again and the patient went into withdrawal again (B)(6) 2024. The patient stated they fixed the catheter again and it was working.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type catheter pro duct ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-jun-2018, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 24-apr-2025, UDI#: (B)(4) h11: per device registration the catheters were explanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.